Event description:
It was reported that the patient had a trial done on the date of this report for low back and left leg pain. The healthcare professional (hcp) placed the leads without issue. The leads were tested and received good stimulation intra-procedure. It was noted that it was ¿as smooth of a trial¿ as the manufacturing representative had experienced. There was nothing intra-operatively that indicated any issue. It was noted that the trial was uneventful and went very smoothly. The patient was taken to the recovery area and the device was programmed and obtained ¿really good¿ coverage. The patient went to the bathroom about sixty minutes after the procedure. When the patient returned they complained of a marked increase in left leg and thoracic pain. The hcp removed the trial leads. The patient was given IV medications and the hcp sent them for an MRI. The patient had developed a hematoma post procedure. There were no product issues noted. The trial leads and trialing cable worked very well. It was noted that the issue ¿had nothing to do with the product.¿ the patient really liked the stimulation and was looking forward to the trial process and was disappointed the leads were removed. Additional information received reported that the patient had a surgical intervention. The patient was doing well post-surgery.

Manufacturer narrative:
Product ID 3875-45, lot# va0c104, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type screening de vice product ID 3875-45, lot# va0c104, (B)(4).